Manufacturer narrative:
The consumer stated he did not sanitize or wash his hands in preparation to take the test, and that 4 to 5 drops of the buffer were used in the test. Initial reporter occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use.

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result and a negative covid-19 at-home test. On (B)(6) 2022, at 4:30 a.m., the consumer performed two covid-19 at-home tests with kit number 01, and the result was positive. On (B)(6) 2022, at 10:30 a.m., the consumer performed two covid-19 at-home tests with kit number 02, and the result was negative. On (B)(6) 2022, at 04:30 p.m., the consumer had a pcr test, and the result was negative. On (B)(6) 2022, at 10:30 a.m., the consumer performed two covid-19 at-home tests with kit number 02, and the result was negative. The covid-19 at-home tests kit number 02 lot number was 53k33x2t1 and the expiration date is 21-sep-2022. The customer had no symptoms and did not receive medical treatment. No other information can be provided.